Manufacturer narrative:
Results - are based upon eval of user facility info; is based upon eval of reserve samples. Conclusions - are based upon eval of user facility info, is based upon eval of reserve samples. The involved device has not been received for eval. Eval of reserve samples confirmed there were no abnormalities. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The event description is consistent with damage to the guidewire coating due to manipulation against resistance during use. The device labeling states in the warning/precautions section of the instructions-for-use that: "failure to abide by the following warnings might result in ... Breakage/separation of the wire, that may necessitate retrieval. If any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
Per the attached user facility medwatch report # (B)(4), the event is described as follows: "during a procedure the guide wire became stuck in a calcification. The doctor twisted the guide wire trying to free it, and it snapped. A (approx 1.5cm) portion of the guide wire is still stuck in the calcification." Follow-up communication with the user facility provided the additional info below: a right sfa interventional procedure was being performed; the lesion was "very difficult to cross;"the physician was "twisting and torquing the wire through the lesion" when it "got stuck," and then, "broke off after several turns of the wire;" the procedure was aborted; the physician plans to attempt to stent over the diseased area and the detached material at a later date; and the pt did not experience any immediate adverse effects and the doctor does not expect problems in the future due to this event.